Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 8010047-2020-03327. The original equipment manufacturer (OEM) performed a device history record review and no abnormalities were noted. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The root cause has been determined to be due to failure of the power supply board and or failure of the control board. Both of these failures are assumed to be resulted from aged deterioration. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The high definition liquid crystal display (hd lcd) monitor was returned to the service center. The evaluation confirmed the reported hd lcd monitor "does not turn on." No service was performed as the referenced hd lcd monitor was obsolete. The monitor was returned to the user facility unrepaired. A review of the service history indicated the scope was purchased on march 16, 2014 with no previous repair records. The cause of the reported event is unknown, however, the investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The service center was informed that the high definition liquid crystal display monitor does not turn on. There was no patient involvement reported.